Event description:
It was reported that following a device/lead implant surgery, the pt was noted as "being a completely different person." The pt's wife had indicated that her husband cannot make decisions, was very temperamental, and showed significantly decreased cognitive capabilities. It was noted that the lead implant surgery lasted 13 hours, however, was planned to be only about half that time. Recovery had lasted about six weeks. A repeated programming session and neuro testing was planned. The pt had good therapeutic effect as his tremors were gone, and he felt good overall. Additional info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2010-06260.

Manufacturer narrative:
(B)(4).